Event description:
Additional information: patient had a dye study and rotor study a few weeks back from the date of this report. There was some difficulty in getting the dye to flow with the dye study, as the flow was not very good at the distal end of the catheter. It was also noted that there was a small tear in the catheter where the dye was leaking out midway up the catheter. A rotor study was also performed which did not show any apparent issues. It was stated that the patient "still complained of the pump feeling hot in the pocket" and not getting any pain relief. It was later reported that the entire system, pump and the catheter, was replaced. There was no cause identified for the volume discrepancy or the "heating effect of the pump".

Event description:
It was reported that the actual pump residual volume was greater than the expected residual volume. The patient was not symptomatic and there were no issues noted in the pump logs at the time of the report. The patient had morphine in the pump; reporter was unsure of the concentration or dose. The patient was planning to come into the healthcare provider's office in two weeks to have the pump analyzed and to check refill amounts. If there was still a discrepancy in the refill amounts, then a catheter dye study and possible rotor study will be performed.

Manufacturer narrative:
Catheter model #: 8709sc, lot #: n280410008, implanted: (B)(6) 2011, explanted: unknown.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the pump was replaced because, there was a discrepancy in the reservoir volume and patient felt like the pump was burning in the pocket. It was indicated that the pump had compounded medication which the doctor elected to take out and put it in the new pump. Following this there was no discrepancy in the reservoir volume at that time. The patient was on flex dosing at the time of the replacement, but the managing physician told the replacing neurosurgeon to cut the dosage and put it on simple continuous. Per reporter all was well with the patient.